Event description:
Procedure: hysterectomy. Reportedly, during application of the device the tip of instrument broke and fell onto the surgical field. The piece was retrieved immediately without any adverse affects to the patient.